Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector to the mainframe was reseated and the voltage was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a control panel error message during a case. No pt injury was reported.